Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 97% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the right ventricular (rv) lead exhibited some undersensing, as well as t-wave oversensing (twos) when programmed to the maximum sensitivity. It was determined that the device would be explanted and replaced with a new device in order to take advantage of new ventricular sensing programming options, as there was no observable issue with the rv lead. Following replacement, no further sensing issues were noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).